Event description:
It was reported that the mpu had broken connectors (thread of the screw on the black connector is damaged).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken battery door on the mobile power unit (mpu) was confirmed. (B)(6) was evaluated. During the evaluation of the returned mpu, the reported event was verified. The unit had damaged threading on the black connector. The system powered up as intended and passed all tests. The mpu patient cable was forwarded to product performance engineering (ppe) for further evaluation. Visual inspection of the returned mpu cable revealed damaged black connector threads. The top thread was warped which made it difficult for a controller connector nut to screw into the mpu cable. The damage did not allow the connector nut to tighten the whole way but it was still a secure connection. The damage did not cause any alarms to activate nor affect the controller¿s ability to operate the pump. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3 ¿powering the system¿ explain how to use all system controller power sources, including the mpu. This section states ¿if there is a power failure, transfer from the mobile power unit to another power source. The backup battery in the system controller will temporarily power the pump while transferring to battery power. Do not rely on the system controller¿s backup battery as a power source during ac power failure, as it will only power the pump for a limited amount of time and the pump will stop¿. This section informs the user of the proper actions to take if the green power on light does not illuminate when the mpu is plugged in. This section also informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. No further information was provided. The manufacturer is closing this event.